Manufacturer narrative:
Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old female patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient developed dark red urine output. Flows were reduced to p7, and a 500 ml bolus was administered. Echocardiography showed the pump was positioned a little deep. The impella was pulled back under echo guidance, resulting in increased flows and partial clearing of the urine. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.